Manufacturer narrative:
Additional information: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed dried white drug residue around the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause for this leak report may be use-related with securely tightened the cap after fill resulting in dried white drug residue from a slow leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the blue winged luer cap. The leak was described as, ¿white powder around cap and a blue cap on the port¿. The leak was observed prior to patent use. There was no patient involvement. No additional information is available.